Event description:
Customer reported that they were getting erratic readings from their freestyle meter. Comparison tests were performed with the same blood sample and results were 105, 31, and 363 mg/dl. Freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.